Event description:
It was reported to depuy acromed that the polyaxial screw wall broke during insertion. The inner hex of the screw stripped so the screw could not be removed. The screw was burred out with a diamond burr instrument. Surgery time was prolonged by about an hour. There were no other adverse consequences to the pt. The screw has not been returned for eval. No further action can be taken at this time.